Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector was broken. Analysis also found the upper case was broken, two case screws were contaminated, and the display wires were pinched (not compromised). (B)(4).

Event description:
It was reported the ventrical port was broken. The device was returned for repair. There was no patient involvement.